Event description:
A customer reported that rubber pieces form the disposable biopsy valve cap were fragmenting into the endoscope channel when the biospy forceps were inserted into the endoscope. There was no report of injury or other negative health consequences to any patient. Submission of this report does not, in itself, represent a conclusion that the medical device cause or contributed to an adverse event.